Event description:
It was reported that during the implant of the right ventricular (rv) lead the vein was narrow and the catheter sheath became slightly kinked. It is suspected that the helix extended due to the kink and helix deformation occurred. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.